Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the peg tube broke apart. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Preliminary investigation results reveal that the peg tube detached at the transition zone between the hard and soft plastic.

Manufacturer narrative:
(B)(4) peg tube detached/separated. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device found it to have separated at the transition. The barbed connector and inner ring remained inside the silicone tubing, the outer ring remained in place on the outside. The crimp ring was slightly dislodged and twisted on the proximal end of the silicone tubing. The thermoformed tubing had been separated from the remainder of the device. An examination of the distal end of the thermoformed tubing found it to be correctly formed and it provided evidence of proper attachment during assembly. It was noted that the condition of the returned unit was consistent with the complaint incident that the feeding tube detached/ separated during placement. Based on all gathered information, the most probable root cause is ¿operational context¿. A DHR (device history record) review was performed and revealed no issues related to the reported complaint.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the peg tube broke apart. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Preliminary investigation results reveal that the peg tube detached at the transition zone between the hard and soft plastic.